Event description:
The customer tested her blood glucose using her 2 contour meters and received readings of 72 and 132 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of the test strips. No product will be returned at this time.